Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was not be verified; however, different issues were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (7 mg/dl) and a stroke. Reportedly, the pump delivered approximately 40-60 units of insulin while the customer was sleeping. Customer became unconscious and paramedics transported the customer to the emergency room. Customer was admitted to the intensive care unit with blood glucose at 300-400 mg/dl. Customer was treated intravenously with insulin and glucose and discharged approximately 2 days later with no permanent damage.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user did not enter any blood glucose (bg) values into the pump. All insulin requested via bolus and insulin delivered matched. The user delivered all boluses without entering current bg. Cartridge change sequence was completed on (B)(6)2018. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The pump had approximately 140 units of insulin at 8:42 pm on (B)(6)/2018. 75 units were delivered via basal throughout the night and morning of (B)(6)2018 and the pump displayed 70 units remaining at 3:28 pm. Basal delivery continued as expected until the cartridge fully depleted of insulin. No boluses were delivered during that time. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no events observed in the logs that could support that the device over delivered insulin.